Event description:
A report was received alleging that the tracheostomy tube cuff was found to be leaking at the cuff after 12 hours in use. Replacement was required. No incident related medical sequela was reported.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device evaluation. When and if the device becomes available and is returned and evaluated, the MFR will file a follow-up report detailing the results of the evaluation.